Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating breakfast without a meal announcement, and the ilet did not reduce glucose as quickly as the user expected; glucose rose to 210 mg/dl and remained out of range for about two hours before trending back into range without external intervention. Symptoms included feeling fine with no reported hypoglycemia or other adverse symptoms. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization. Investigation included review of device logs and user report, along with troubleshooting and education offered regarding meal announcements. Investigation of this case revealed that missed meal announcement led to postprandial hyperglycemia, with the device functioning as designed and no alerts reported. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the cause.